Manufacturer narrative:
Concomitant medical products: medication given consisted of the following: edaravone 30mmg/day, intravenous pushed. Argatroban 60mmg/day, clopidogrel 75mg/day aspirin 100mg/day; orbit cf7 x 21, orbit cf6 x 15, hypersoft4 x 6, anfinye/s, anfinye/s, ed10 extra soft3 x 4, ed10 extra soft3 x 4, ed10 extra soft2.5 x 3, ed10 extra soft2.5 x 3, ed10 extra soft2.5 x 3, ed10 extra soft2 x 3, ed10 extra soft2 x 3. The lot numbers of the orbit coils are not available; therefore a device history record review cannot be completed. Neurological events including cerebral infarction are known potential adverse events associated with this type of procedure. It is possible that patient history, aneurysm size/location and vessel characteristics as well as procedural factors contributed to the reported mild finger paralysis. Based on the limited information and without procedural and follow-up images, no conclusion can be made regarding the root cause or relationship of the reported event to the two orbit coils and enterprise stent. With review of the available information there is no indication of any device performance, design or manufacturing related issues. Therefore, no corrective actions will be taken at this time. This is one of three products involved with this adverse event, which is associated with mfg report # 1058196-2010-00206, 1058196-2010-00207 and 1058196-2010-00208.

Event description:
It was reported that the day after an enterprise vrd assisted coil embolization with placement of two trufill dcs orbit coils followed by 10 noncordis coils the patient had mild paralysis noted on the annular finger and little finger which was reported as possibly due to a cerebral infarction, possibly occurring during the procedure. No angiograms, CT or MRI were conducted to confirm the cerebral infarction. Edaravone, argatroban, clopidogrel and aspirin were administered. The paralytic symptoms have been slowly improving with the patient on the way to complete recovery. The treated site was a 7x7x5.6 internal cavernous internal carotid artery (ic) aneurysm without vessel calcification or tortuosity. The vessel diameter was reported as 3.6-3.8mm. The patient's medical history was reported as aneurysm of the cavernous ic and middle cerebral artery with no further information regarding other medical history. With follow-up investigation, it was indicated that prior to the procedure the patient was not neurologically intact; however, no further clarification or details have been obtained. The enterprise vrd and orbit coils remain implanted and requested procedural/post procedural images have not been received.